Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The acetabular component was malpositioned which led to the revision.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised the acetabular components and implanted a new ts ceramic head. The liner had broken prior to revision and came out in 2 pieces. The surgeon felt the components were implanted in a position that led to increased force on the liner resulting in it breaking. Doi: (B)(6) 2017, dor: (B)(6) 2020, affected side: left hip.